Manufacturer narrative:
B5: the reporter indicated the lens was implanted on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to unknown/patient related factor. Post-op patient condition - improved va/improve photophobia. The lens was discarded. H6 - patient code: 3191 - secondary surgical intervention, lens exchanged h6 - patient code: 3191 - significant reduction of irido-corneal angles claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 12.50/+1.5/029 (sphere/cylinder/axis), in the patient's left eye (os). The lens was reported as having high vaulting and will be explanted at a later date. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.